Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial#: (B)(4); product ID: 8870, serial#: (B)(4) card version aau. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician. Product ID: 8870, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (10 mg/ml at 0.5 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that they were doing a new pump implant. They had attempted to update the pump twice but kept getting a pump memory error message and telemetry was canceled. It was recommended that they perform a therapy stop and then reprogram the pump. The troubleshooting resolved the reported issue. It was confirmed during the call that they were able to reprogram the pump with the desired settings. The issue was resolved on the call. The patient had no symptoms related to the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.